Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had failed power up test. No harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ impact codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e1 (initial reporter name, email), e2, e3, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm power-up test fails # 6 (touch screen configuration) on start up screen. Touch screen was unable to be calibrated, so the fse replaced touchscreen. Function test passed as per service protocol. Electrical safety test passed. Machine tested and worked ok. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 rev m, sn: (B)(6) touchscreen display. This part was received with a reported unit failure message of touchscreen unable to calibrated. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed touchscreen display into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed touchscreen calibration and failed. The fat dept. Verified the failure message of touchscreen unable to calibrated. Touchscreen display failed testing. Retaining touchscreen display in the fat dept. Per procedure (B)(6) rev as per the cardiosave dfmea the possible cause of failure for ¿touchscreen¿ is ¿component reliability¿.

Event description:
It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) had failed power up test. And showing error 6 on startup screen. No harm or injury reported.